Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field DHR: no nonconformances were identified for this part-lot number combination per qlik query executed 11/09/2018. Review conducted per (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during an acl repair that the distal tip broke off of the customer's biointrafix tapered screw, 7 x 30mm, when it was being inserted. The surgeon removed the broken tip leaving nothing in the patient. The surgeon completed the procedure with another same type screw in the same hole with no patient consequences or delays.